Manufacturer narrative:
Device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in denmark. It was reported that patient faced two infusion sets cannula bent events on 19-apr-2024. The issue occurred within 1 hour of first day of use. The insertion site was at the patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.